Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion testing 20.1 psi" was not reproduced during downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed to detect downstream occlusion, the device failed downstream occlusion testing with 20.2 pounds per square inch (psi). This occurred during testing. There was no patient involvement. No additional information is available.